Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient with stryker trident constrained liner dislocated hip component.

Manufacturer narrative:
An event regarding dislocation involving a trident 0 deg constrained insert 28g was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Patient with stryker trident constrained liner dislocated hip component.